Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included ovarian cyst, menorrhagia and cervix disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (endometrial ablation and robotic hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: eventually, the plaintiff began treating for these symptoms in (B)(6) 2014, and continues to treat and suffer from injuries caused by the essure device. As a result of essure, plaintiff suffered from severe and permanent injuries. Discrepancy noted in date of insertion (B)(6) 2013. The essure tubal coils were then placed with 7 curling coils from the left tubal ostia and 10 curling coils coming from the right tubal ostia failed endometrial ablation . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, uterine haemorrhage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. Concurrent conditions included ovarian cyst, menorrhagia and cervix disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (endometrial ablation and robotic hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: eventually, the plaintiff began treating for these symptoms in (B)(6) 2014, and continues to treat and suffer from injuries caused by the essure device. As a result of essure, plaintiff suffered from severe and permanent injuries. Discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013, (B)(6) 2013 the essure tubal coils were then placed with 7 curling coils from the left tubal ostia and 10 curling coils coming from the right tubal ostia failed endometrial ablation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2021: this case become serious incident. Mr received. Reporter information, patient's date of birth, medical history, removal details, date explanted, auto narrative supplement were added. Rcc was updated. New event added: abnormal uterine bleeding and ovarian cyst. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.